Event description:
It was reported that during a cholecystectomy procedure, the needle did not allow the gas to enter. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.